Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a right inguinal hernia repair on (B)(6) 2005 and a mesh was implanted, concurrently with a lysis of adhesions and enterolysis. It was reported that patient underwent removal of sling with liquidgen on (B)(6) 2015. No additional information was provided.